Event description:
The pump was empty from june to sept; the drug was removed from the pump and the pump was left empty by the physician. The pt had a catheter revision in (B)(6) 2010 where the catheter was "spliced" to the existing catheter; the reason for the revision was not reported. Three weeks later, in (B)(6) 2010, the physician reported that the pt experienced a change in therapy effect only on the weekends. In the mornings, the pt felt like he was getting too much medicine and then he felt like he wasn't getting any. The pt reported the pump had "stopped" twice and both times it happened on the weekends. No alarms were heard. The physician checked the pump logs and they looked normal; no stalls were noted. No diagnostic studies had been done. The pt's status was reported as "fair". The physician was giving the pt a ptm (personal therapy mgr) to get a bolus when the pt lost therapy. The device system was used to deliver dilaudid, clonidine, and bupivacaine. Add'l info has been requested a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicates the catheter revision done in (B)(6) 2010 was done in an effort to remediate when the pump stopped working. The physician also indicated that they had planned on changing the catheter¿s location anyway. The patient indicated the catheter was broken. The pump was left in place. The patient was doing well. The physician originally set the device to simple continuous, but the patient complained that he was experiencing a little too much numbing in the feet during the nighttime. A flex schedule was then programmed to reduce the amount of bupivicaine (dilaudid and clonidine) infused at night on a monday through sunday schedule. The last two weeks, however, the patient has complained that the pump has stopped working on saturday and sunday with the following symptoms: pain that would continue throughout the day, withdrawal symptoms, sweats, shakes, and chills. Programming and motor stall were ruled out. The physician chose to monitor the patient and provide him with "myptm" to infuse boluses when pain reappeared instead of additional surgery until cause could be determined.

Manufacturer narrative:
(B)(4).